Event description:
It was reported the patient is receiving stimulation but received a low ipg warning on her patient programmer. Based on the parameters, a sjm representative determined that passivation was occurring. The patient was advised of passivation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.